Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/11/2025, the user reported fluctuating blood glucose (bg) readings over the past 30 hours, with a low of 54 mg/dl and a high of 400 mg/dl. Review of device data showed dosing consistent with unannounced meals. The user confirmed not announcing meals and relying on the correction algorithm. The ilet bionic pancreas was found to be functioning as intended.